Event description:
The customer received a blood glucose reading of 589mg/dl on the contour next. She was not symptomatic. Someone took her to the hospital where she was retested. The reading was 260mg/dl. She was given an IV for dehydration only, and took her insulin when she got home.. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.